Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6: type of investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced arthrofibrosis in their left knee approximately 3 months after initial implantation. As a result, the patient underwent a manipulation under anesthesia approximately 1 year and 6 months after initial implantation. No further patient impact reported. No further information available.